Event description:
The device was connected to a pt, and the pt diagnosed to be in ventricular fibrillation. The device charged and delivered defibrillator energy to the pt two times. Reportedly, the device lost power during the next charge to 360 joules. The operator replaced device batteries, but power could not be restored. The rptr did not know pt outcome.